Manufacturer narrative:
Submit date: 11/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding pump. The customer reports the units case is damaged. During triage on (B)(6) 2016, service found the unit burnt.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit is burnt. The unit was triaged and the reported issue was confirmed. The fuse on the motherboard had blown. The fuse on the motherboard will open in order to act as a safety mechanism for the pump. A review of the device history record shows that this unit was manufactured in 2010 and was released meeting all manufacturing specifications.